Event description:
Reference number (B)(4). Event occurred in canada. It was reported that patient faced infusion set cannula was bent (B)(6) 2025 the event occurred within three hours after insertion. The insertion site was abdomen. The blood glucose level was high and the patient was treated with correction bolus via multiple daily injection (mdi). Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: revision 21 of (B)(4) does not require a complaint that is type 2 reportable to open a child investigation. This child investigation was opened against a previous revision of (B)(4). Complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6010484, in question was manufactured at the reynosa site. Threshold analysis: a query was run on 22-sep-2025 against "final reporting decision equal "serious injury" and "death", "lot number" criteria equal "6010484". The count of complaint is 0 which is below 3. No further statistical trending analysis is required. Device history record (DHR) review: the lot 6010484 was manufactured according to the work instruction (wi) version 98 and manufactured in the machine multivac 14 on 03/dec/2024, with a total of (B)(4) units. Moulding lot: the lot 4h03404 was manufactured according to the wi version 36 and manufactured in the machine ls18 on 01/dec/2024, with a total of (B)(4) units. The lot 4l03440 was manufactured according to the wi version 36 and manufactured in the machine ls19 on 01/dec/2024, with a total of (B)(4) units. The lot 4m00128 was manufactured according to the wi version 36 and manufactured in the machine ls18 on 02/dec/2024, with a total of (B)(4) units. The lot 4m00129 was manufactured according to the wi version 36 and manufactured in the machine ls18 on 03/dec/2024, with a total of (B)(4) units. The lot 4l04837 was manufactured according to the wi version 36 and manufactured in the machine ls19 on 02/dec/2024, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Conclusion summary of complaint investigation: as a result of the following: no non-conformance (nc) raised during production related to complaint code, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.